Event description:
A caller reported a past cartridge alarm 30. There was no adverse impact to the customer's blood glucose level. The caller successfully loaded a cartridge and resumed insulin therapy. The issue was resolved.